Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The rep reported that the patient was to have a pocket revision due to the ins causing discomfort. The rep reported that the revision was scheduled for (B)(6) 2018. No further complications were reported.